Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "patient has redness, irritation with bleeding and scabs in the contact areas of her nasal cannulas with the skin on the nose, cheek and ears. She confirms that she has not changed her usual beauty products, only puts on day cream in the morning before putting on her nasal cannulas. We changed of the nasal cannulas reference and the lesions lessened and disappeared". No patient injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint was performed on a sample returned by the customer of product code 1103 (cannula, over-the-ear). While performing the visual inspection test no visual issues were found that can lead to this customer complaint. Although the received sample was found with no visual issues, it was observed that paper was stuck on the cannula tubing that is not part of the manufacturing process. The condition reported can be generated to other situations that are not related to the cannula or its components. R & d engineering department was notified of this issue and they state that "the materials used on the product 1103 had been submitted thru biocompatibility testing and had been released with acceptable results." The reported complaint could not be confirmed as there were no issues found with the returned device. Teleflex will continue to track and trend this failure mode.

Event description:
It was reported that "patient has redness, irritation with bleeding and scabs in the contact areas of her nasal cannulas with the skin on the nose, cheek and ears. She confirms that she has not changed her usual beauty products, only puts on day cream in the morning before putting on her nasal cannulas. We changed of the nasal cannulas reference and the lesions lessened and disappeared". No patient injury reported. Patient condition reported as "fine."